Event description:
The patient was transferred by using the maxi move lift and arjo sling clip. It was reported that the sling buckle detached as a consequence of the event the patient fell out from the device. Initially the customer did not report any injury and provide information that the patient did not have any sign of injury. On 09 april the customer sent information that the patient sustained a laceration to the back of her head and a fractured rib.